Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that the developed a (B)(6) infection with speculation that there was vegetation on the lead tips. It was noted that the vegetation was believed to be the source of the mrsa. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.